Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while in the cardiology department the intra-aortic balloon (iab) was inserted through a sheath and into the pts' femoral artery. Immediately after the successful insertion, blood was visible in the driveline. As a result, the iab was removed before blood reached the pump (B)(4). Another iab was prepped for insertion. There was no reported pt death or injury. Medical/surgical intervention was not required. There was no reported delay in therapy. There were no reported pt complications. The pt outcome is ok. Reference MDR #1219856-2011-000105 for the second event involving the same pt.